Manufacturer narrative:
Follow-up #1 date of submission 09/01/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/13/2015 with the following findings: a visual inspection of the pump showed that there was evidence of moisture in the battery compartment; no moisture was observed in the display lens. Unrelated to the initial complaint; the battery compartment was cracked. The pump failed a leak test due to the battery compartment leak. The pump cover was opened and evidence of moisture was found throughout the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).